Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced suspected pocket infection nearly three weeks after implant of the cardiac resynchronization therapy defibrillator (crt-d) with an antibacterial absorbable envelope. The device and leads were explanted. No further patient complications have been reported as a result of this event.